Manufacturer narrative:
The investigation for the optical signal issues has been completed. The console log confirmed the reported failure mode, given there was a controller error alarm triggered during the clinical procedure as well as multiple "algs suspended opm crc error" messages. Real time logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller software operated as designed. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25664 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-25664 and a new code was added.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and one day into impella 5.5 support, a controller error alarm appeared on the automated impella controller (aic). The waveforms on the top of the screen went blank while the bottom readings remained visible. The issue self-resolved after a few minutes, but the decision was ultimately made to replace the console. There was no harm to the patient.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.